Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with normal operating currents and passed displacement test, rewind, basic occlusion, occlusion, no delivery and motor tests. Drive/motor tested ok. No drive/motor anomaly noted. Drive support disk was inspected and no anomaly was noted. The insulin pump was received unable to prime during prime test due to moisture damage inside force sensor. The insulin pump had a scratched lcd window.

Event description:
The customer called in regards to the drive cap field action he received. It was stated that his insulin pump was damaged. No further information was provided.